Event description:
It was reported that the patient was injured on (B)(6) 2012 while horseback riding. Her left posterior chest wall was rebuilt with a synthes titanium plate and screw system on an unknown date. Since the surgery, the patient has had a complication with the plate and her scapula, and has limited range of motion in that area. As reported, the chest wall is now smaller, inverted and rolled forward, which caused her clavicle to heal with a significant overlap. This is report 1 of 2 for file (B)(4). This report is for an unknown quantity of unknown plates.

Manufacturer narrative:
This is for an unknown quantity of an unknown plate. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.